Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material or its cause could not be identified. It is presumed that the burnt component occurred because a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The event is detectable/preventable by handling the device in accordance with the following IFU: - detection method is stated in operation manual chapter 3 preparation and inspection. - preventative measures are stated in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. - detection method is described in the operation manual chapter 3 preparation and inspection. - prevention measures are described in the IFU operation manual 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover and foreign material in the nozzle. There was no patient involvement.